Event description:
It was reported that "prior to the start of intubation for surgery, the nurse, noticed that the cuff was broken, so they did not use the device with the patient." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "one actual sample was returned for invest igation. Further checking was performed by inflating the cuff by using endotest for both clear and blue cuff. The bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. The tracheal clear cuff failed as it was not able to maintain its pressure at 25 mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on tracheal clear cuff. Based on the investigation, the defect mode on cuff broken was confirmed. However, in manufacturing site, there were visual inspection, 100% water leak test, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "prior to the start of intubation for surgery, the nurse, noticed that the cuff was broken, so they did not use the device with the patient." No patient involvement.